Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she experienced blurry near vision and that her vision was better prior to the implant. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Add'l info has been requested from the surgeon on (B)(4) 2013 by phone, fax and mail. A completed questionaire has not been received. (B)(4).